Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the anvil disconnected from the gun after firing. Anvil had to retrieved by making an incision in bowel proximate to anastomosis. The anastomosis is leaking in leak test. It was oversewn by surgeon.